Manufacturer narrative:
This report was originally submitted under MFR 8030965-2018-57252 in error. This report is being submitted to correct the MFR number. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. A visual and functional assessment was performed on the device which found that the neuro-tip foot had been drilled into and had vibration. It was determined that the cause of the vibration was due to worn out bearings (normal wear). It was further determined that the cause of the drilled craniotome foot was due to failure to follow the directions for use. When the burr device was improperly loaded into the attachment device and then installed onto the drill device, the burr did not seat properly in the locking chamber. The attachment device was forced into position which placed the distal tip of the burr in compression. At that point, the tip of the burr was in direct contact with the neuro tip of the attachment. When the drill was started, the burr drilled into or through the neuro tip. The assignable root causes were determined to be due to user error and normal wear out from use. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during service and evaluation, it was determined that the neuro-tip foot of the craniotome device had been drilled into and had vibration. The device was initially returned to (B)(6) because the head of the attachment was deflected. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.